Event description:
It was reported that the patient presented in the clinic for follow up. Upon interrogation, it was noted that the right atrial (ra) lead over-sensed external noise resulting in inappropriate mode switching (ams). Programming changes were made. The patient was in stable condition.